Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited continuous beeping. It was reported that the pump would allow them to start to program it but they were unable to finish the programming. No adverse patient effects were reported. Per reporter, no additional information is available at this time.

Manufacturer narrative:
Additional contact: (B)(6).